Event description:
MFR rec'd a report from the FDA of a pt who became entrapped in the side rails of a bed and apparently suffocated. No one witnessed the incident and no malfunction has been identified.